Event description:
Vanish point syringe used to make pfizer biontech vaccine. When dose made and re-sheathed, the needle dug into the cap and stuck out the side causing a potential needle stick incident. FDA safety report ID# (B)(4).